Event description:
Reporter alleged obtaining the results of 329 mg/dl, 150 mg/dl and 139 mg/dl within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 329 mg/dl, 150 mg/dl and 139 mg/dl within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.